Manufacturer narrative:
The returned device was evaluated. Visual evaluation revealed the light pipe was broken off and missing. During evaluation the unit was able to power on, however, one led segment did not illuminate on the uppermost rightmost led digit. It was found that the user interface board component d16 has a failed led segment. The battery was verified to be 9 years old and was unable to charge to the acceptable capacity.

Event description:
It was reported that the display has missing segment and low battery capacity. Customer stated "the device could not actively engage in patient monitoring because the displayed spo2 percentage was unclear for certain values." No known impact or consequence to patient.